Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ and a congenital disease. It was noted that the patient three leaflets in the mitral valve. The physician decided to use a triclip steerable guide catheter (tsgc) in the mitral valve. There were no device issues or adverse patient effects with the device. An xtw mitraclip was inserted and deployed on the mitral valve. However, after deployment, the clip partially detached from the posterior leaflet and remained attached to the anterior leaflet. To stabilize the partial detachment, an two additional clips were implanted, reducing mr to a grade of 3-4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported migration (partial clip movement) appears to be related to patient morphology/pathology. The reported unexpected medical intervention was a result of case-specific circumstance as two additional clips were implanted to stabilize the clip. There is no indication of a product issue with respect to manufacture, design or labeling.